Event description:
At this time no further defibrillation threshold (dft) testing has taken place.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were implanted, but when defibrillation was tested it was not possible to convert the induced ventricular fibrillation (vf) with the recommended 65 j shock. A second attempt was done with an 80 j shock and still it was not possible to convert the induced arrhythmia. Another test will be performed and a possible transvenous system will be implanted while this system will be explanted. No adverse patient effects were reported.